Manufacturer narrative:
(B)(4). The manufacturer narrative of the initial manufacturer report was incorrect. Fields have been updated to accurately describe the symptom and the steps taken to repair the device. Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of failing to return to normal operation after correctly detecting a downstream occlusion during testing, which was not reproduced. The device passed all testing in relation to the inability to auto-restart following a downstream occlusion. During evaluation, the downstream occlusion testing was performed and the device alarmed for a downstream occlusion when there was no occlusion present, indicating that the device was falsely alarming for downstream occlusions. Downstream occlusion alarms were confirmed through a review of the event history log; however, it is unclear if they are true or false alarms. It was determined the downstream sensor to be the failing component causing the downstream occlusions. The downstream sensor was replaced to correct the condition.

Event description:
It was reported that a spectrum pump failed to auto restart an infusion after a downstream occlusion was cleared. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false downstream occlusion alarms, which were reproduced during evaluation. Biomed testing indicates the device was able to auto-restart following each downstream occlusion. Downstream occlusion alarms were confirmed through a review of the event history log; however, it is unclear whether they are true or false alarms. The confirmed alarm was found to be caused by a failed downstream sensor. The failed downstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message and then failed to auto restart. Any patient involvement, injury or medical intervention is unknown.